Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred since reprocessing could not be conducted properly (due to deformation of flexibility adjustment ring, water tightness is lost), therefore, foreign material was not cleared. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. Pre-cleaning involved aspiration of water through the instrument and suction channel. The operating, air/water channel and suction channel were flushed. Detergent was used during pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, balloon channel and distal end. The scope was manually disinfected. An automatic endoscope reprocessor (aer) was used, but the manufacturer was wasenburg. The endoscope was stored using a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera lll gastrointestinal videoscope tested positive for >100 colony forming units (cfus)stenotrophomonas maltophillia in the operating channel. The suction channel tested positive for 200 colony forming units (cfus) of kiebsielle aerogenes, stenotrophomonas maltophilia, pseudomonas aeruginosa and escherichia coli. The air/water channel tested positive for 1 colony forming units (cfus) of germes saprophytes. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.